Manufacturer narrative:
Implant date: exact implant date is unknown. Implant date was approximated to (B)(6) 2020 since it was reported that the stent was implanted approximately one year prior to the event date of (B)(6) 2021. Initial reporter facility name: (B)(6) hospital. Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that stent thrombosis occurred. On (B)(6) 2021, a thrombus occlusion was identified during an echo examination within a 7mm eluvia stent implanted approximately one year prior in the superficial femoral artery to treat peripheral artery disease. The 100% stenosed target lesion was located in moderately tortuous anatomy. The thrombus was partially retrieved through thrombus aspiration. Since not all of it was removed, thrombus was removed with a non-boston scientific embolectomy catheter. No patient complications were reported.